Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he treats using his pump but then he will have a low blood glucose. Customer stated that he tested at 250 mg/dl. Customer's blood glucose was 50 mg/dl at the time of the incident. Customer's current blood glucose is 59 mg/dl. Customer has treated with food. Customer stated that he just came back from the endocrinologist and they did not make any adjustments. Customer stated that it has been going on for about 10 days now. Customer's meter first read at 310 mg/dl, so he treated and then had a low blood glucose. Customer declined to troubleshoot.